Manufacturer narrative:
The set was received as an unexpected return with the customer stating reports of leaking from previous complaints. A leak issue was confirmed based on testing performed on the as-received set sample. The leak was observed at the engagement between the tubing and 4-way parallel connector components. Received were the following used samples- 1) extension set model: me1224, lot #unknown; and 2) three maxzero valves model mz1000-07 lots unknown. No obvious issues or damages were observed with the received samples. Functional testing was performed on the as-received samples by connecting a lab syringe filled with water to one of the maxzero valves connected to one of the set¿s three female luer ports and the fluid was attempted to be pushed through. It was observed that there was a fluid leak at the engagement between one of the three tubing's to the parallel connector component. Fluid was attempted to be pushed through the rest of the ports and a leak was observed at the same engagement. Further inspection under magnification noted no issues with any of the tubing depths within the parallel connector. The root cause was identified as a sink condition in the parallel connector component (supplier issue).

Event description:
The set was received as an unexpected return with an unknown issue. Although the customer stated: "we have samples to send that are leaking from a previous complaints it is unknown what the product failure is on the unexpected set.''